Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the mastoidectomy procedure on the right sided neck mass excession, there was a 5mm first degree burn on the face of the patient close to the operation site, discovered by the theatre nurse at the end of the surgery. There was patient's non serious injury.